Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the de novo lesion was located in the eccentric, moderately calcified, mildly tortuous, below the bifurcation, 2nd-3rd marginal left circumflex with a 90 % stenosis. Predilatation was performed with a 2.5x8 mm trek nc balloon catheter. The balloon ruptured at 4 atmospheres on the first inflation. No resistance was felt during advancement of the balloon catheter to the lesion. Dilatation was performed using a non-abbott device and stenting was done with a xience prime 2.5x13 mm, which completed the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.